Event description:
While lumbar drain being removed, a small portion (7mm) of the distal tip of the lumbar drain catheter broke subdermally and the guide wire partially came apart while inserting catheter.